Event description:
It was reported that this right ventricular (rv) lead was unable to be implanted in the left bundle branch after multiples attempts. Physician was concerned about lead integrity and requested new lead. Lead is expected to be returned. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was unable to be implanted in the left bundle branch after multiples attempts. Physician was concerned about lead integrity and requested new lead. Lead has been returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Tissue was noted entwined at the tip. The tissue on the tip may not have been the cause of the placement difficulty at implant; however, the tissue indicates that there was some issue with placement during implant. Susceptibility of fixation tips (both active and passive) to snagging tissue is a known risk.